Manufacturer narrative:
Second implanting physician: dr. (B)(6).

Event description:
It was reported that left bundle branch block (lbbb) occurred. A 27mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. Post procedure the patient developed a left bundle branch block and was treated with a pacemaker. Patient outcome was successful.